Event description:
The clinician reports the implant was inserted 2021-10-12 in ada 13. Details of surgery: implant surface not completely covered with bone. On 2021-10-26, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection and swelling. No further patient complications were reported.